Manufacturer narrative:
Unable to verify bolus anomaly due to corrupted history file. The insulin pump was programmed with multiple basal profiles and boluses. All programmings delivered and recorded properly. No daily totals, basal or bolus anomalies noted. The device passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. A scratched display window and cracked reservoir tube lip also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced lows for two to three days and was hospitalized with low blood glucose. It was stated that the nurse found the device had several boluses. The customer was taken out of the hospital and then reconnected to the insulin pump. Then the customer had again another serious hypo. They reviewed the bolus history and found three boluses wizard that the customer did not enter. The most current glucose reading was 16.2mmol/l. Programming was reviewed, the boluses did not match. Found the device delivered three separated carbs and boluses without input from the customer or mother; the boluses were delivered during the bus ride. The reservoir showed more insulin than the status screen. It was stated that the customer's glucose level was 2.1mmo/l when she left the house and read hi upon arrival to the hospital. The displacement test passed and the settings were correct. The customer went back to manual injections. No further information was provided.